Manufacturer narrative:
The alleged event is confirmed. The reported complaint symptom (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed; front panel assembly; the inverter board transformer is shorted; there was evidence of burning; a known good inverter board was installed and the display became fully operational; continued testing. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. DHR findings: pre accelerated stress test; touch screen totally black; send to rework; (B)(6) 2017. Rework-replaced ul front panel per rework manual, will retest hipot tests then send cycler back to pre accelerated stress test and calibration (t&c) test passed eai (B)(6) 2017. Pre-ast passed. (B)(6) 2017. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a blank screen on the liberty select while in treatment. Patient tried to reset/reboot the cycler but the stop and ok was the only thing that would light up. Patient disconnected and just powered cycler off. Patient said he would do manuals for today. Follow up with the patient indicated that there was no complications experienced as a result of the alleged event. The cycler was replaced.